Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Device unable to verify magnetic field exposure, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin pump error alarm during basal. The customer blood glucose level was 165 mg/dl. The customer was assisted with troubleshooting. Customer states insulin pump was exposed to a high magnetic field. The customer stated that the insulin pump did not bumped or dropped. The device will be returned for analysis.